Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 153 mg/dl. The customer reported that she resolved the no delivery alarm by complete set change. The customer was advised that we will sent replacements for the sets. The customer was advised to call in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.